Event description:
It was reported that the system was extracted due to chronic pocket inflammation. Blood cultures have been negative. Leads extracted via open chest, due to heavy calcification and sent to pathology for culture. Re-implantation of a new epicardial crt-p device in abdomen. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943 lead, (B)(6) 2000. (B)(4).